Manufacturer narrative:
(B)(4). The product involved in the report has been returned. Three (3) of the samples came with the original packaging while the other one (1) sample was returned without the original packaging. Sample # 1 - the position of the thumb valves did not appear to be fully upright (closed position) however, it could be manually pulled up to depressed and released. When depressed and released the valves did not return to the full upright position. The samples were then attached to mobivac suctioning equipment with the suction set at 120mmhg one device at a time. Upon connection, the sound of air leaking was heard meaning there was leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, and suctioning did occur. The suctioning did occur as well when the valve was placed in the locked position the device history record for the lot number, m5215t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 8030647-2016-00066 for the second patient. Refer to 8030647-2016-00067 for the third patient. Refer to 8030647-2016-00068 for the fourth patient. It was reported by the customer that there were four separate incidences of catheter leaks that involved four different patients where there was low volume. The catheters were exchanged. There were no adverse events reported involving these patients.